Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, patient was admitted to the facility where the surgeon performed spine fusion surgery using rhbmp2 on the lumbar region of her spine from vertebrae l1 to s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., between the transverse processes). Patient reported to have lower back pain, "progressively increasing in severity, accompanied by persistent bilateral radiculopathy and right leg numbness." "Since the patient's initial surgery, patient has sustained numerous falls and additional injuries due to radiculopathy, numbness and weakness in her legs." Patient "continues to experience chronic and severe low back pain, with radiculopathy and associated symptoms in her lower extremities. Patient is extremely limited in mobility, spends most of her days in bed, and must use a walker and wheelchair to assist in ambulation."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.